Manufacturer narrative:
Patient demographics (age at time of event, weight) were requested but not provided . No further patient information was provided at the time of this report or made available in response to arthrex's follow-up requests. The evaluation revealed that the returned device's critical mating features on surface a (surface that mates with the bearing) are within specification. The damages observed on the surfaces were most likely caused during the extraction of the implant. The catalog number, ar-503-ttte and lot number 896478 associated with this event has been involved in recall number 1220246-1/29/16-001-r. The information received regarding the event is not sufficient to determine the cause of the event or whether it had any relation to the recall. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that on (B)(6) 2015, patient underwent a left tka procedure. On (B)(6) 2016 surgeon performed a revision left tka due to tibial loosening. During the revision procedure the surgeon explanted the tibial tray ar-503-ttte (lot 876478), femoral implant ar-516-4l, (lot 1361640), bearing implant ar-513-be16 (lot 113601340) and patella implant ar-504-psc9 (lot 113601437). To complete the procedure the surgeon used another manufacturer's product. Sales rep who was present at the beginning of the revision procedure reports that both the femur and tibial tray were loose. Patient, female, (B)(6). Follow up 6/1/2016: patient medical records dated (B)(6) 2016, prior to revision surgery, indicated patient was having continued pain in her knee, pain in the medial aspect of her knee and lateral pain down her leg. Patient was very sensitive in peas bursa and in tibial plateau region. Patient has pain with walking which can be sharp and stabbing. Examination of the left knee noted palpation of the left knee demonstrated medial joint line tenderness and pens anserine bursa tenderness, but no lateral joint line tenderness. Patient was tender on the left at mtp. Mild effusion of the left knee was noted. Also noted patient has laxity in the left knee with valgus and varus stressing. Medical records noted the findings of the patient's left knee: prosthesis in place in proper anatomical alignment without rotation, loosening, or stress shielding. Records also noted the x-rays show periarticular osteophytes and joint space narrowing. Patient was scheduled for the left total knee revision to check all components for loosening.